Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for infection and erosion. The chronic lead system was also taken out of service due to the infection.